Event description:
Customer reported intermittent occlusion alarms occurred. The customers blood glucose level displayed as "high", specific glucose values were not reported. The customer administered a correction bolus via pump and changed the infusion set and cartridge. Occlusions have been ongoing and the customer ultimately reverted to manual dose injection. Reportedly, the customer was using cold insulin, which is considered off label use.